Event description:
Surgeon complains about the mixing time, the cement went off or cured after 15 minutes. It is meant to cure at 12 minutes. The surgeon said that the consistency did not feel right in his hands. The cement work but the setting time was a bit longer.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Follow-up with the complainant has been conducted for the lot number and this information is not available.

Manufacturer narrative:
The complaint sample in question was not returned and the lot number is unknown, therefore a full DHR review and testing of the retained samples could not be conducted to identify any potential problem with the product. The dfmea and IFU have both been reviewed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.